Manufacturer narrative:
It was reported that the urinary catheter leaked. The urinary catheter was inserted on (B)(6) 2021 and, at the end of the day, the patient complained of leakage. When the urinary catheter was assessed, it was reportedly found that only 5ml of fluid remained in the urinary catheter balloon. The urinary catheter was removed and replaced without further reported incident. Despite multiple good faith attempts, the reporting facility was unable or unwilling to provide additional information beyond what was originally reported. No adverse patient impact was originally reported and no sample has been returned to the manufacturer. A root cause for the reported incident could not be determined at this time. Due to the reported need for medical intervention to remove and replace the urinary catheter, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter leaked.